Event description:
Customer reported that she was attempting to bolus and the numbers kept scrolling up on their own. Customer's blood glucose reading at the time of the call was 249 mg/dl. No further information reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.